Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: b.5., d.7., h.6..

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture "iii or IV" and deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade "iii or IV." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, crease fold and white particles. Leak test and microscopic analysis was performed which identified: striated opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade "iii or IV." Device has been explanted.